Manufacturer narrative:
UDI - (B)(4). The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device was overheating was confirmed. An assessment was performed and it was observed that the device had a temperature reading of 104 degrees at the elbow and the base which both exceeds the operational temperature specification (103 degrees). During repair it was observed that the bearings were worn out causing the device to overheat. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the attachment device was overheating. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.